Manufacturer narrative:
Findings: pump received with button error alarm and intermittent button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.